Manufacturer narrative:
Evaluation: pt had a total knee arthroplasty in 2005. Approx. 3.5 yrs. Later, the knee became painful and unstable. The femoral component was noted as being well fixed, but the tibia was grossly loose, x-rays provided indicate that some bone damage or a fracture of the posterior tibia occurred. Some possible causes for the tibial baseplate loosening could include, but are not limited to: insufficient bone cement, cement not applied to keel, underside of tibia plate or pt fall causing the plate to loosen. However, based on the info. Provided, a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the device was implanted in 2005, and revised in 2009, due to pain and instability. Upon removal, it was noted that the tibial component was loose.